Event description:
This patient had bilateral breast augmentation using silastic breast implants. In 1991 the pateint multiple aches and pains throughout her body. The patient also developed autoimmune hepatitis in 1991 and sjorgen's syndrome was diagnosed. The patient had a bilateral periprosthetic capsulectomy with removal o fthe implants. Both implants were intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.